Event description:
Customer reported issues with the insulin pump. Customer states that there was a motor error alarm and several no delivery alarms. The blood glucose reading is 500 mg/dl. Advised customer to do a complete set change. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned,but not yet evaluated. Further information will follow once the analysis has bee completed. No conclusion can be drawn at this time.